Event description:
The customer called and reported the insulin pump motor would no longer advance, after the customer dropped the device and the drive support cap was punctured. There were screws sticking up from the floor on which the insulin pump fell. Customer's blood glucose was 120 mg/dl. It was stated there was a dent on the insulin pump. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
During the beginning of the displacement test, the insulin pump seated without reservoir and an unexpected motor noise anomaly occurred during the rewind. This was isolated to motor. Displacement test could not be performed, due to motor anomaly. The insulin pump was received with a cracked case at display window corners, minor scratches on the lcd window, and a dent at the drive support disk.